Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, and the sensor session was successfully started after the reset, with no recurrence of the error code.